Event description:
A pt was scheduled for a cysto, cystometrogram and uroflow. The doctor was unable to perform the cystometrogram because the urodynamic machine was inoperable. The biomed department had been notified and checked the machine for issues with inaccurate volume.